Manufacturer narrative:
The reported complaint of the autopulse platform (serial # (B)(4)) displayed user advisory - "(ua) 07" (discrepancy between load 1 and load 2 too large) upon powering on was confirmed during the initial functional test and archive data review. The root cause of ua07 error was due to defective load cell module 1 likely due to a defective component or mishandling such as drop. The defective load cell module 1 was replaced to remedy ua07 error. No physical damage was observed during the visual inspection. During archive data review, observed multiple ua07 (discrepancy between load 1 and load 2 too large) error messages noted around the reported event date, thus confirming the reported complaint. The initial functional testing of the autopulse platform failed due to ua07, thus confirming the reported complaint. The load sensing system has detected a weight/load imbalance between the two load cells (checked during power-on-self-test). Load cell characterization test results confirmed load cell module 01 was over-reported (defective)., the load cell module 1 was replaced to address the reported complaint. During run-in test, the autopulse stopped compression due to system (latch error) 139 - unable to hold compression position, unrelated to the reported complaint. Brake gap inspection was performed, the drive train motor brake assembly air gap was too wide, out of specification at (0.012"). To remedy this brake gap issue, the brake gap was successfully re-adjusted to the specification of 0.008". Following service, the autopulse was subjected to the final run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The load cell modules are functioning within the specification. The brake gap inspection was performed and verified the brake gap was within the specification. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for autopulse platform with serial number (B)(4). The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR in cases of clinical death. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. The autopulse was intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the trained user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation, and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR. Out-of-hospital cardiac arrest (ohca) is one of the main causes of death in industrial nations. About 25% of patients survive this event and make it to the hospital, and even fewer patients survive after 24 hours (nichol, nejm, 2015). In the united states, survival to hospital discharge after non-traumatic emergency medical services-treated cardiac arrest with any first recorded rhythm was 10.6% for patients of any age. Of the bystander-witnessed out-of-hospital cardiac arrests in 2011, 31.4% of victims survived to hospital discharge (mozaffarian, circulation, 2016). Death is an expected outcome for ohca.

Event description:
During device deployment to use on a patient, customer reported that the autopulse platform (serial # (B)(4)) displayed user advisory - "(ua) 07" (discrepancy between load 1 and load 2 too large) upon powering on. The crew was unable to clear the advisory and immediately performed manual CPR. Patient was alive when delivered at the hospital but later died. The customer did not provide information regarding the relationship between the death and the alleged malfunction. However, zoll's medical safety assessment (msa) evaluated the incident, and it was determined that the death was not related to the autopulse device.